Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experienced sudden severe fatigue. Upon interrogation, the right ventricular lead exhibited oversensing and caused episodes of noise reversion for past 3 months. During a pulse generator upgrade on (B)(6) 2017, the lead was capped and replaced. The patient felt better after the procedure.